Event description:
It was reported that difficulty was encountered while attempting to insert the iab bedside the coronary care unit without the use of fluoroscopy. Another iab was successfully inserted. There were no pt complications.